Event description:
The customer returned the colonovideoscope, which is an olympus asset with a separate issue. During the evaluation of the device, the service repair technician observed forceps and brush passage have an object stuck in the biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.